Event description:
The customer reported that the 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) was not able to duplicated the alleged malfunction. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).